Event description:
It has been reported to philips that the system would not start up and the circuit breaker was tripped. After a restart the system still did not work. No harm has been reported to philips. To date, no further information was received. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated the complaint. According to the information provided, the system was not in clinical use. After a reboot, the issue remained. A philips service engineer inspected the system onsite and confirmed that the circuit breaker was tripped, causing the system to fail to boot. The voltage to the circuit breaker and the ip-pc was measured as part of the troubleshooting process. Investigation revealed that the circuit breaker was tripped as a result of a faulty power supply within the image processing pc (ip-pc). The hard disk, the ip-pc frontal and the imaging module were replaced. The operating system (os) and the applications were reinstalled, and the image storage was recreated, after which the system was returned to use in good working order. Codes were updated based on the investigation outcome.